Event description:
It was reported that the customer was wondering how far the sensor should be inserted from where the infusion set was on the body. The customer stated that she had messed up four infusion sets while trying to insert them into her body. The customer also mentioned that the tape kept getting caught in the inside of the serter. The customer's blood glucose was 43 mg/dl. The customer treated herself with food and stated that she thought that she delivered too much insulin. Advised customer on insertion site selections and that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.